Event description:
The reporter obtained 404mg/dl and 161mg/dl blood glucose results on the accu-chek aviva system. The reporter states he obtained an additional comparison with blood glucose results of 404mg/dl and 106mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 mins. No action was taken based on the reading. No adverse event reported. New system sent to customer and return requested.